Event description:
It was reported impedance readings after implant was >40000 ohms. The first x-ray suggested the lead was not inserted properly, however, it was difficult to determine for sure since the picture was not directly "hard on" with the neurostimulator. A second x-ray revealed the extension was out of the connector block. The pt returned to surgery and the extension was inserted properly into the neurostimulator. Excellent stimulation was obtained.